Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5.

Event description:
Additional information was received on 25 jan 2024: the patient was stable.

Event description:
The user facility reported that an angioplasty right leg antegrade puncture was successful. A 6 french sheath and 6 french angio-seal were deployed, ultrasound guided, there were no issues with deployment; however, the suture snapped near the hub as soon as tension was applied in withdrawal. No excessive force was used. The doctor grabbed the suture and completed the angio-seal. Hemostasis was achieved and there was no blood loss or hematoma. Access and closure product specialist was observing. There was no harm to the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of (B)(6) 2024, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. Despite the reported information, it is possible that excess force was used, which caused the suture to tear. However, this could not be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).